Event description:
It was reported that a mitraclip procedure was performed to treat a mitral regurgitation (mr). Transseptal access was attempted for over an hour. With 1 attempt the transseptal wire was outside the cardiac silhouette on fluoroscopy. The transseptal wire was removed, and this location abandoned. There was a small effusion at baseline. After a difficult transseptal crossing, the small effusion was slowly growing. At the same time while prepping the mitraclip, a clot was noted on the end of the steerable guide catheter (sgc) in the left atrium despite heparin given and act¿s drawn at a regular rate and noted to be therapeutic. With the combination of time this procedure had taken to go transseptal, the small but growing effusion and a clot noted. Aspiration was performed, but was unsuccessful; therefore, it was decided to abort the procedure. The sgc was removed without incident. The clip never entered the body. Protamine was given, and no deficits were noted post anesthesia prior to leaving the procedure room.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.